Manufacturer narrative:
There was no product returned to vsi for evaluation. A manufacturing record review was completed and zero nonconformances were found. Based on the event description the most likely root cause was damage during use.

Event description:
Langston catheter was used through a 6 fr sheath in the radial artery. Patient developed severe arterial spasm during removal of the langston. Langston became locked in the radial artery in the forearm area due to the severe spasm. Several attempts to remove it were made. Patient was also given nitro, versed and fentanyl to try to reduce the spasm. Upon final attempt to remove the langston, the catheter broke and the tip remained lodged in the radial artery. Patient was subsequently transferred to surgery for foreign body removal.